Manufacturer narrative:
Additional system component being reported for this event: controller- (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that patient was found dead in his bed by his brother with alarms still on at around 6am. Patient was taken to the emergency and the emergency doctor tried to start the pump several times but patient was already dead. Alarm was sounding for over 3 hours and was stopped by the emergency doctor by disconnecting the batteries. It was noted that two batteries were connected to the controller during the event. Patient was pronounced dead on (B)(6) 2016. It was stated that the patient carried out a controller swap, reasons for this is unknown as there was no technical or medical reason. It would appear that the patient was unable to connect the driveline cable back to the controller, this was approximately at 3 o'clock night time. It was stated by the police that the patient temperature was 33 degree celsius with death spots already visible. It was also stated, "according to the police report the patient's death was accidental". It was reported from the site that the official cause of death was pump stop. It was further reported that pump would not be returned to manufacturer and no autopsy would be done. No additional information available.

Manufacturer narrative:
Concomitant medical products: controller- (B)(4) was returned on 2016-08-09, (B)(4). It was reported that the patient was found deceased in bed with a continuous alarm sounding. The controller, (B)(4), was returned for evaluation. The pump was not returned for analysis. Review of the manufacturing documentation confirmed that the associated pump, (B)(4), and controller met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the controller, (B)(4), in relation to the reported event. The reported event was confirmed via review of the controller log files for (B)(4) (smr upgraded controller), which revealed that the last data point recorded was on (B)(6) 2016 at 02:36:10. Battery (B)(4) was connected to power port 1 with 88% relative state of charge (rsoc) and (B)(4) was connected to power port 2 with 97% rsoc. No alarms were recorded prior to the loss of power. A controller power up and motor start event was recorded at 06:54:56. A low flow alarm was recorded shortly after, at 06:55:11, which indicates that the average flow was below the user selected limit of 2.5 liters per minute (lpm). Four additional controller power ups with no subsequent motor start due to a driveline disconnection were recorded at 6:55:53, 6:56:06, 6:56:30 and 6:57:05. It was also noted during log file analysis that the patient experienced power switching due to momentary disconnections between the controller and batteries. However, this observation is not related to the reported event as the power switching identified did not occur on the reported event date. The batteries that were involved in the power switching events were (B)(4). Additional information revealed that the patient was performing a controller exchange, for unknown reasons, to controller (B)(4). Review of (B)(4) controller log files revealed a controller power up with no motor start at 2:50:28, or 14 minutes and 18 seconds after the last data point recorded on the primary controller, (B)(4). Another controller power up was recorded at 02:54:47. Data files for (B)(4) revealed that the first data point was recorded at 03:05:26 and indicated that the driveline was physically disconnected. Batteries originally connected to the active controller ((B)(4)) were noted to be connected to the backup controller ((B)(4)); the controller was being powered by (B)(4) on port 1 which drained from capacity of 84% to 66% (logged at 06:35:52) and (B)(4) connected to power port 2 with a remaining capacity of 97%. However, no driveline was ever connected to (B)(4) which ran with an active vad disconnect alarm from 02:50:18 up to 06:35:52. Analysis of the controller, (B)(4), revealed that the unit failed visual inspection due to a loose power port 1 connector. The loose connector still provided a secured connection between a power source and the controller. Additionally, the connection was stable between a driveline and the driveline connector of the controller.  A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, (B)(4) is still investigating loose power and serial port connectors. Log files associated with the event captured in (B)(4) suggest that an attempt to exchange the controller, for unknown reasons, may have taken place. However, based on the available information, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.